Event description:
The facility rep reported "IV tubing ran dry and did not alarm" during pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info was available.

Manufacturer narrative:
The device has not yet been rec'd for eval. When the pump is rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.